Event description:
A customer reported that a cartridge was not fitting properly on their insulin pump, which caused their blood glucose level to rise to 532 mg/dl. The customer managed the high blood glucose by administering a correction injection manually and did not require any third-party assistance. After contacting technical support, the customer was instructed to remove an o-ring from the pneumatic tap, clean the area, and ensure the new cartridge was loaded correctly before resuming insulin use.